Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with "damage, infusion not lower" was not confirmed or reproduced during evaluation. However, service identified that the pump door was damaged and will be captured as the as determined problem code. The cause of the condition was determined to be a broken/cracked door. The door assembly was replaced and the occlusion sensors calibrated to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per doc. 20j retention period.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "damage, infusion not lower". The facility later clarified that the malfunction of the device was that the " equipment will not dispense". This condition was found in the "general pt ward" during power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.